Manufacturer narrative:
Clarification d4: the patient provided the serial numbers as (B)(6), sides unspecified. Hence captured the catalog# 15-421. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "rupture". Healthcare professional later confirmed the rupture via MRI and mammogram. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
The device has been explanted and replaced.